Event description:
The facility¿s biomedical technician reported that he was displeased with the number of door assemblies that needed replacing at his facility due to cracked door hinges. The biomed suggested that baxter install a mechanical door stop. Device serial numbers were not available. No additional information is available.

Manufacturer narrative:
The devices were requested, but the facility refused to release them for testing. A follow-up report will be filed if additional information becomes available.